Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise on the right ventricular lead were observed. The noise was reproduced by provocation testing. No intervention was performed as the patient was asymptomatic and will continue to be monitored.